Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and advised the customer to call back if the malfunction reoccurred. The customer acknowledged and understood these instructions, allowing them to continue using the pump without further complications.